Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recp0545 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the facility have had several incidences where one the huber is attached to patient and rn starts to push the normal saline flush, the hub/wing area of the set leaks "considerable". It was stated the tubing is intact, no visible cracks or defects.